Manufacturer narrative:
Final analysis found that the device exhibited loss of telemetry and output due to premature battery depletion. After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator exhibited loss of telemetry. The pulse generator was explanted and replaced.